Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in clinic for routine follow-up. Increased capture threshold was observed. Programming changes were made. Patient will continue to be monitored with routine follow-up.